Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator that was implanted on (B)(6) 2007 had reached the elective replacement indicator approximately three years post implant. Premature battery depletion was suspected. The device was removed, replaced, and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, interrogation of this device revealed that the device reached elective replacement indicator (eri). Using device programming and therapy history to determine the minimum expected longevity for this ICD, analysis confirmed that this device fell short of labeled longevity expectations. The ventak prizm eri can be tripped either by voltage or charge time. Analysis confirmed that the eri timestamp was tripped by charge time, rather than battery voltage. Laboratory testing also revealed that the battery cell in this device had sufficient capacity remaining, but had an excessive build-up of internal impedance that was higher than allowed for by design. This resulted in the device's inability to utilize all available battery capacity. The device was then put through and passed a series of automated diagnostic testing that verified the performance of defibrillation, pacing, sensing, high voltage shocking, and recording functions of the device.